Event description:
Patient reported obtaining a blood glucose result of 240 mg/dl on the accu-chek sensor system. Patient's blood glucose was immediately retested, on a pharmacist's device, with a result of 70 mg/dl. Patient did not report taking any action based on the values obtained on the sensor system. No adverse event was reported. Quality control testing had not been performed on the sensor system. Technical support requested the return of the suspect product and replacement product was shipped.